Event description:
It was reported patient underwent total shoulder arthroplasty on an unknown date. Subsequently, patient experienced a humeral fracture for an unknown reason. A revision procedure was performed on (B)(6) 2013. Device was removed and replaced with biomet product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ the following section could not be completed with the limited information provided. Date implanted - unknown.